Event description:
Boston scientific received information that the patient with this pacemaker was experiencing shortness of breath and an accelerated heart rate while biking. The patient was reported to be an endurance athlete and be very fit. The patient was seen in clinic for trouble shooting. The patient performed a bike test to try to simulate the reported symptoms. The patient's heart rate started at 55 beats per minute (bpm), jumped to 170 bpm and then returned quickly to 55 bpm. A save to disc was sent to boston scientific technical services (ts) for review. Based on the information reviewed on the save to disc, ts recommended either lowering the mv response factor or lowering the ventilatory threshold. It was also noted that the patient was having ventricular tachycardic episodes, for which, ts recommended further clinical evaluation. The patient is to continue to undergo system optimization of their mv sensor. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating this device was explanted due to system upgrade. No adverse patient effects were reported.